Manufacturer narrative:
Follow-up #1 date of submission 02/26/2015-product analysis:the device was returned and evaluated by product analysis on 02/11/2014 with the following findings:the complaint was unable to be duplicated with investigation. Review of the black box revealed a related alarm. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The force sensor calibration was within specification.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an occlusion issue. Troubleshooting could not be completed. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.